Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue and successfully completed the bolus. The customer resumed insulin therapy on original cartridge.there was no adverse impact to the customer¿s blood glucose level.